Event description:
It was reported that during pre-operative preparation for use, the  device did not hold the tip. There was no patient involved.

Manufacturer narrative:
H3: product analysis: evaluation determined that the attachment does not hold the tip. The likely cause of the failure is due to distal bearing detachment. It was also noted that the distal the tube is sharp, laser markings are partially illegible and the painted color ring is faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.